Event description:
Boston scientific/target was informed that the spinnaker elite flow directed catheter 1.5 f-l burst during the procedure. The info was reported as follows: the procedure was "emboli for avm feeder of lt. Pca." The physician attempted to infuse/embolize nbca 30% (n-buty1-2-cyanoacrylate) through this product into the lesion. It was infused with a medallion 1.0cc syringe. A burst occurred at the distal shaft approximately 10 cm from its tip on the spinnaker elite flow directed catheter 1.5 f-l. The nbca got migrated from the hole. According to the sales rep, the pt was injured during this procedure.